Event description:
Some of it came out of mouth and the other part the bottom part stayed in mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that while using the oral-b dual action toothbrush heads the other day, it didn't feel right in their mouth. They took it out and some of it came out of their mouth while the other bottom part stayed in their mouth. They almost swallowed it. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
11-may-2023 case update: complained product will not be not available.

Event description:
Some of it came out of mouth and the other part the bottom part stayed in mouth - oral-b [device breakage] case narrative: consumer via phone stated that while using the oral-b dual action toothbrush heads the other day, it didn't feel right in their mouth. They took it out and some of it came out of their mouth while the other bottom part stayed in their mouth. They almost swallowed it. No injury was reported. 11-may-2023 follow up via phone: the male consumer discarded the product. No injury was reported.